Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled ¿reverse shoulder arthroplasty in revision of failed shoulder arthroplasty-outcome and follow-up¿ by reinhold ortmaier; herbert resch; nicholas matis; martina blocher; alexander auffarth; michael mayer; wolfgang hitzl; and mark tauber, international orthopaedics, december 14, 2012, was reviewed. The purpose of the article ¿reverse shoulder arthroplasty in revision of failed shoulder arthroplasty-outcome and follow-up¿ was to analyze the functional outcome, complication rate and patient satisfaction after the revision of primary shoulder arthroplasty using an inverse design. The article was based on a study of 57 patients who underwent revision surgery for failed primary shoulder arthroplasty using a reverse design. All products that were implanted were a delta iii or a delta xtend reverse shoulder prosthesis manufactured by depuy synthes. Implants were not specified per patient. The article indicates there were several patient experiences due to the already high complication rate of a reverse shoulder arthroplasty. Overall, complications occurred in 12 cases (24)%). One patient who underwent revision rsa after a two-stage revision for deep infection, postoperative hematoma occurred, requiring revision surgery on the fifth postoperative day. This was not directly related to the implant. In five patients, postoperative instability occurred, and a change of the polyethylene inlay was performed. This was not directly related to the implant. One patient sustained postoperative anterolateral deltoid insufficiency due to partial axillary nerve injury during the revision operation. The patient was treated with an inverse pectoralis major transfer. This was not directly related to the implant. Two patients sustained a vancouver b2 periprosthetic fracture one and four years after revision rsa, and both were treated operatively to revise the long cemented humeral stem and cable cerclages. One patient experienced aseptic glenoid loosening. Two patients, late prosthetic infections occurred, one 13 months and the other 16 months after revision. Propionibacterium acnes was the causative bacteria, and both patients were treated by two-stage revision. In conclusion, the functional outcomes improved in each subgroup, and high patient satisfaction was seen. However, the complication rate for the procedure is relatively high, with patient selection and surgeon experience being factors in the outcomes.